Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the explant of the cardiac resynchronization therapy defibrillator (crt-d), a right atrial (ra) and superior vena cava (svc) tear occurred. This tear resulted in the need to open the patient's chest and perform cardiac surgery. The re-implant of a crt-d system was postponed and a leadless pacemaker was temporarily placed because the patient is pacemaker dependent. No further patient complications have been reported as a result of this event.